Event description:
As reported, during a convention it was noted by a customer that they had several limb closures with incraft. He could not give me more information. However, all available information will be provided. The devices will not be returned for eval. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
During a convention it was noted by a customer that they had several limb closures with incraft. He could not give me more information. However, all available information will be provided. The devices will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The products were not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿vascular stent-graft thrombosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use, ¿contraindications the incraft aaa stent-graft system is contraindicated for: patients with a known allergy or intolerance to nickel titanium (nitinol), polyethylene terephthalate (pet), or polytetrafluoroethylene (ptfe). Patients with a known contraindication to undergoing angiography or anticoagulation. Potential adverse events and potential device risks include but are not limited to: arterial or venous thrombosis; prosthesis occlusion/stenosis; graft twisting or kinking. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. Information was requested; however, the information was not obtained.

Event description:
As reported, during a convention it was noted by a customer that they had several limb closures with incraft. He could not give me more information. However, all available information will be provided. The devices will not be returned for eval. Additional information was requested; however, the information was not obtained after multiple attempts.